Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
It was reported post procedure that hemopro2 extension cable was reported to be very difficult to disconnect. Several people reiterated the challenge of disconnecting from the adapter. All of them are very adept at utilizing the device properly. Device was removed from circulation. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
It was reported post procedure that hemopro2 extension cable was reported to be very difficult to disconnect. Several people reiterated the challenge of disconnecting from the adapter. All of them are very adept at utilizing the device properly. Device was removed from circulation. The hospital did not report any patient effects.